Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The low pump flow issue may be related to biomaterial interaction, and the evidence of cannula kink on the returned product may be a potential contributing factor; however, the true cause of the low pump flow was not determined without sufficient clinical details and without insufficient evidence of device interaction on the returned product. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d4 catalog number was corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The pump will be returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery access to support the 62 year old female patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage d shock. Prior to the pump placement the patient was supported by inotropes, vasopressors, and a vent for respiratory needs. The patient was known to have a previous medtronic evolute valve from a tavr procedure. The patient was known to have aortic regurgitation and be in cardiogenic shock when the pump placement was decided upon. The pump was delivered and found to have low flow alarms which they presumed was from clot ingestion. The decision was made to explant the pump and not replace it. Decision was made not to replace the pump due to risk of subsequent thrombus ingestion from multiple clots probably present in the left ventricle, as observed on tee echo imaging. The pump was explanted and patient survived the event.